Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to a failed ring repair. Per the operative report of 2009, "I attempted repair with an annuloplasty ring; however, it was obviously going to be inadequate. I removed the ring and replaced the valve..."

Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful valve replacement. Per the operative report of 2009, after the valve was placed, they noticed some bright red blood coming from the posterior aorta. "The aortomy was reopened and the aortic valve was inspected, and it was apparent that the aorta at the base of the valve in the noncoronary right coronary commissural area was torn and dehisced. With this finding as well as the size of the aortic root, it was elected to perform an aortic root replacement. The valve was excised..."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.